Manufacturer narrative:
There was no serial number provided for the device in question.

Event description:
The customer states they attempted to update the software to correct the issue. The ventilator inoperative alarm remained. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.